Event description:
It was reported that during a procedure to treat a lesion in the distal left anterior descending (lad) artery with moderate tortuosity and moderate calcification, a 3.0x38 mm rx xience xpedition stent delivery system (sds) was advanced without resistance to the lesion and the stent dislodged proximally onto the shaft of the sds. The sds was withdrawn and the dislodged stent remained in the patient anatomy. Reportedly, no attempts were made to retrieve the dislodged stent and an unspecified nc balloon catheter was used to embed the dislodged stent into the target lesion vessel wall. Another stent was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for stent dislodgement from this lot. Based on the reviewed information, no product deficiency was identified.